Event description:
It was reported that the pump never infused the medication. The pump settings displayed volume given was 100 ml and the reservoir volume was 0 ml. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Manufacturer narrative:
Other, other text: the model number was not documented in the initial report. (Updated d4) the device manufacturer date was not provided in the initial report. (Updated h4).